Manufacturer narrative:
It has been communicated that the device is available for evaluation. Upon completion of the investigation a follow up report will be filed.

Event description:
Rep reported that the valve is torn past the ruby ball up to where the cam is.